Manufacturer narrative:
Facility name continued - (B)(6). This event occurred in (B)(6). The suspect strips were not returned.

Event description:
The nurse in the hospital questioned results for 2 patients tested with coaguchek xs plus meter with serial number (B)(4). Based on the information provided, the results for both patients were erroneous. Patient 1 initial test on the coaguchek xs plus meter was higher than 8.0 inr. The result from the laboratory using a siemens dade innovin instrument was 1.83 inr. The timeframe between results was requested but not provided. On (B)(6) 2016 patient 2 was tested three times on the coaguchek xs plus meter with results of 7.8 inr at 7:38 a.m., 4.7 inr at 7:40 a.m. And 3.7 inr at 7:42 a.m. Neither patient's therapeutic range was provided. No adverse event occurred. The suspect product was requested for return and replacement product was sent. The customer returned the meter with serial number (B)(4). Retention test strips were tested in comparison with the current master lot coaguchek xs pt test strips (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. Retention test strips were tested on the customer's meter in comparison with the current master lot of coaguchek xs pt test strips. No error messages occurred. The retention material meets specification when tested on customer's meter. Returned customer material and retention material is within specification.